Manufacturer narrative:
Age at time of event - 18 years or older. E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified subclavian artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was stable.

Manufacturer narrative:
A2: age at time of event - 18 years or older. E1: initial reporter address 1: (B)(6). Device evaluated by MFR: mustang 7.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning 1mm distal of the proximal markerband and extending distally across the balloon material for approximately 40mm. As per mustang specification the rated burst pressure for this device is 20 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified subclavian artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 4 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was stable.